Event description:
Customer states that prior to use on a patient during pre-test a doctor confirmed the asymmetry of cuff caused the evacuation failure. Customer confirmed no patient involvement.

Manufacturer narrative:
The sample associated to this report is expected to be returned for analysis.